Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output anomaly was confirmed in the laboratory. An arc mark was observed on the can. Further evaluation of the arc mark indicated the presence of lead material. The device was tested on the bench and using automated test equipment and analysis found high voltage circuit damage on the device. No other anomaly was found and the device met all of other test specifications. The probable cause is a lead insulation anomaly in the pocket.

Event description:
It was reported that during a device check, low hv lead impedance and an output circuit damage alert were observed due to lead issue. The device was explanted and replaced.